Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. No programming changes were done. The patient was in stable condition.